Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement is expected in the near future and return for analysis were recommended. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: impact codes, section h.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement is expected in the near future and return for analysis were recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product is not expected to return.

Manufacturer narrative:
Follow up report 2 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to unable to exclude device problem investigation conclusion code was selected because the investigation findings could not clearly determine whether the reported observation(s) were caused by the device. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Device replacement is expected in the near future and return for analysis were recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product is not expected to return.